Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's left ventricular (lv) lead exhibited high, out of range pace impedance (greater than 2000 ohms). There was loss of capture. The boston scientific field representative tested the lead in unipolar configurations and again high, out of range impedance measurement and loss of capture was noted. The patient has had no further testing. Additional information indicates that there was no asystole greater than 2 seconds. The system remains in service. No adverse patient effects were reported.